Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the surgery, when the patient returned to the hospital room, the foley catheter spontaneously fell out of the patient in the middle of the night.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Addressed by CAPA 8266921. Three photos were received. The first one shows a top view of a three-way catheter, the second photo zooms in to the deflated balloon and tip, and the last photo shows the catheter's cap with the printed lot number nghw3680. Received 1 all silicone foley catheter. Inflated the balloon using an inhouse syringe with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the solution immediately leaked to drainage funnel indicating lumen to lumen leak. The sample received product does not meet specifications as per inspection procedure which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified is it was difficult to assure the positioning of the catheter due to vision was difficult. A DHR review was not required as CAPA 8266921 was applicable for this product lot number. A labelling review was not required as CAPA 8266921 was applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the surgery, when the patient returned to the hospital room, the foley catheter spontaneously fell out of the patient in the middle of the night.